Manufacturer narrative:
The complaint received states that during an interventional procedure a smart control stent on sds had resistance/friction on guidewire during delivery of the product for insertion into the pt. There is no pt specific info available. There is no vessel or target lesion specific info available. It was reported that the device was never used in the pt. Another device was used to complete the procedure. When the product was returned for evaluation, preliminary analysis stated that the brite tip was split. This damage was not reported in the complaint details. One non sterile 8x40mm smart control was received coiled inside a plastic bag. One kink was observed at 3 cm from the ID band, possibly by being coiled in the bag. The brite tip was split. The stent was fully contained within the distal outer sheath. The locking pin was received disassembled. No more anomalies were found. The od of the outer sheath was measured, and all measurements were found within specifications. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The reported failure could not be confirmed during analysis. Controls are in place to prevent the brite tip split and the kinks from leaving the facility. No corrective or preventive action will be taken at this time. The complaint of resistance/friction was not confirmed on analysis; however, frayed/split/torn damage to the brite tip was discovered. There is no evidence of mfg of design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the very limited info suggests that procedural issues may have contributed to the reported and confirmed events.

Event description:
The original report received states that the physician was unable to get the 8x40 smart control through the lumen as it would not pass over the guidewire. The product was never used in the pt and another device was used to continue the procedure. The product was returned for evaluation and analysis stated that the brite tip was split.